Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 33 downstream occlusion set alarms, which interrupted delivery. These alarms may have been false alarms. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. No additional information is available.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was repaired on-site by a baxter field service technician, and the condition was confirmed but not duplicated. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.